Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6) 2010. According to the complainant, the physician opened and tested the basket before inserting it into the patient. Upon opening the basket inside of the patient's ureter, a "white fibrous material" was noticed on the tip of the basket. It was not noticed during functional testing, and seemed to originate from inside the sheath. The physician removed approximately 1/8 inch of this material, and successfully completed the procedure with this device. The patient returned to the or on (B)(6)2010 to complete a previously scheduled procedure to remove additional stones. The procedure was not due to the device malfunction. However, while the physician was removing fragments from the patient's bladder, more "white fibrous material" was noticed inside the patient. The physician removed all of the material with an unknown retrieval basket. The account was not sure how much of the material was removed from the patient, and they disposed of the material after the surgery. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."